Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a stent damage occurred. Vascular access was obtained via right groin. The 100% stenosed target lesion was located in a severely tortuous mid right coronary artery, a 4.00x24mm promus element plus was used to treat the target lesion. As the stent delivery system was advanced by the physician, he noticed that the stent was lifted. The stent was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a percutaneous coronary intervention a stent damage occurred. Vascular access was obtained via right groin. The 100% stenosed target lesion was located in a severely tortoused mid right coronary artery, a 4.00x24mm promus element plus was used to treat the target lesion. As the stent delivery system was advanced by the physician, he noticed that the stent was lifted. The stent was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device noted proximal stent damage. Struts near the proximal edge was raised and misaligned. No kinks or damage were noticed along the shaft of the device however, the lumen was kinked throughout. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).